Event description:
On (B)(6) 2009, pt presented to an outlying facility with an mi and subacute thrombosis of previously placed stent in mid-distal circumflex, date and type of that original stent unk. This was treated with a 2.25x16 taxus atom, and a 2.5x32 taxus. Discharged on asa and plavix. On (B)(6) 2010, pt transferred to our facility via helicopter for stemi. Approximately one week prior to this, pt had presented to an outlying facility for gi bleed due to an av malformation, which was cauterized. Hemoglobin at that time decreased to 7.6 requiring 2 units prbc's. Both asa and plavix were stopped and pt was discharged. Now films reveal 100% occlusion of previously stented area. Thrombectomy performed with retrieval of significant thrombus. A 2.5x20 quantum maverick used to predilate. A 2.5x 28 multi-link mini vision deployed in distal circumflex. A 2.75x28 multi-link vision deployed in mid circumflex. Restoration of timi iii flow, with one area of 25% residual narrowing.